Manufacturer narrative:
There was no lot number reported for this event. Therefore, a manufacturing record review could not be completed. No product was returned. Therefore, an evaluation was not completed. It is undeterminable what caused the separation.

Event description:
Event date is an approximate. It was reported that the patient attended (B)(6) hospital in 2014 for a evlt procedure. It was noted that at the time the procedure appeared to be uneventful. However, in (B)(6) 2020, the patient presented with symptoms of feeling lump in their groin and upon xray, the foreign body appeared to be a tip of the varilase laser situated in the groin area. It was noted that the follow up procedure may require the removal of the wire. No further complications were reported.